Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide wire. The reported difficulty to advance was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position through the balloon catheter. Based on the reported information, it is possible that the anatomical conditions reduced the clearance between the balloon catheter and wire resulting in the difficulty to advance the guide wire; however, this could not be confirmed. The noted bend on tip appears consistent with the tip shape process prior to use. The noted coil damages likely occurred during advancement against resistance and/or during retraction. The shaping ribbon break/separation likely occurred during packing for return analysis as there were no reports of a separation during or after the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a bifurcation lesion in the left anterior descending (lad) artery. A bmw guide wire was placed in the lad. Then, another bmw guide wire was advanced into the second artery. When the nc trek balloon catheter was advanced there was resistance with the guide wire and could not advance. The bmw guide was exchanged for a new bmw guide wire, but the balloon catheter could not advance either. Then, the nc trek balloon catheter was changed for a non-abbott balloon catheter but had the same results. The bmw guide was changed for a non-abbott guide wire and the non-abbott balloon catheter was able to cross successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that one of the guide wires was returned with the shaping ribbon broken. No additional information was provided.